Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was used during planned treatment/non-emergency treatment at the start of the procedure and the procedure got completed as planned. Philips field service engineer (fse) inspected the system onsite and confirmed that ¿c-arm cranial angle movement was not happening. Upon functional testing, it was found that there was ad7x force sensor collision due to worn height potentiometer and a collision on the frontal stand in the propellor motion and c-arc motion. The fse replaced the fd20 sensor and recalibrated the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the c-arm would not go into a cranial angle. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.